Event description:
User suffered a "mild concussion" when the applicator tray holder latch did not hold and the applicator hit the tech in the head when the gantry moved. Tech is being treated with pain meds for a headache.